Event description:
It was reported that 4 venflon pro safety 16ga 1.8mm od 45mm l leaked from the injection port during use. The following was reported by the initial reporter: "we have had 1 venflon lot number - 0206926p41 go yesterday. (Pr#2353294 - please see the related records) cannula was inserted into patient and removed with no serious harm. Incident early this morning during a crash c-section. Induction drugs injected. Syringe removed and blood coming back through the top injection port. No serious harm to patient. Unknown lot number there have also been 3 other separate incidents which again no serious patient harm and unfortunately we do not have the lot number but all grey 16 gauge venflons. We currently have one used (blood contaminated) faulty venflon in a pot. I will also forward you the photo in a separate email."

Manufacturer narrative:
Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA#1379444 was initiated to address the issue.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 4 venflon pro safety 16ga 1.8mm od 45mm l leaked from the injection port during use. The following was reported by the initial reporter: "we have had 1 venflon lot number - 0206926p41 go yesterday. (Pr#(B)(4)- please see the related records) cannula was inserted into patient and removed with no serious harm. Incident early this morning during a crash c-section. Induction drugs injected. Syringe removed and blood coming back through the top injection port. No serious harm to patient. Unknown lot number there have also been 3 other separate incidents which again no serious patient harm and unfortunately we do not have the lot number but all grey 16 gauge venflons. We currently have one used (blood contaminated) faulty venflon in a pot. I will also forward you the photo in a separate email."